Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6; device photo analysis.

Event description:
Patient reported right side "rupture", "nodules, lesions requiring short-term follow-up of both breasts for six months, and microlithiasis lesions on the right and outer sides". The device has been explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as fold flaw opening. As per the investigation procedure, crease, wear abrasion and non-penetrating was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "rupture", "nodules, lesions requiring short-term follow-up of both breasts for six months, and microlithiasis lesions on the right and outer sides". The device has been explanted.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture", "nodules, lesions requiring short-term follow-up of both breasts for six months, and microlithiasis lesions on the right and outer sides". The device has been explanted.